Event description:
During an in clinic follow up, it was observed the device was in back up mode following and MRI. It was noted the device was not programmed into MRI mode prior to the patient undergoing the MRI. Technical support was contacted and reprogramming was performed to resolve the event. The patient was stable.